Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was unknown. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report, the outcome for this peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was due to a break in aseptic technique (no further detail was provided). The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent. One day after onset, the patient was treated for the peritonitis with vancomycin (2 gm, every 5 days) ip(intraperitoneally). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. Twenty three days after onset, treatment with vancomycin was stopped. On an unreported date, post antibiotic treatment, the patient was asymptomatic. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.